Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported after impella cp was placed, in intensive care unit intensive care unit an echocardiogram at bedside showed potential thrombus near the end of pigtail. It was further reported that on day 2 of impella support the cp was inadvertently pulled out of the left ventricle. The cp was removed and the patient survived.

Manufacturer narrative:
The investigation of positioning issues and thrombus has been completed. The impella device was not returned for evaluation. Positioning issues: cp removed in ICU after pump by dr. Lawson was inadvertently pulled out of left ventricle (lv). The cause of the positioning issue was most likely use related as it was inadvertently pulled out of the lv. Thrombus: echo bedside shows potential thrombus near end of pigtail, md aware. The root cause of the thrombus was unable to be determined due to insufficient clinical details.